Manufacturer narrative:
On 10/12/2020, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an afib - paroxysmal cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where air in the hub occurred. No parts were separated. The hemostatic valve of the sheath was leaking and did not seal the sheath anymore. The hemostatic valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on a patient at the time of the event. No air entered the patient¿s body. No percutaneous or surgical removal was required. There was no blood return. Device evaluation details: device was inspected and it was found in good condition. Hemostatic valve was observed in good conditions. Then, irrigation test was performed and no leakage or irrigation issues were observed. Then, distal sheath end was closed off with an adapter, proximal end was connected to pressure gage and a syringe was connected to the gage. After that, a negative pressure was applied there were no air leak or bubbles. Then, the test was repeated with positive pressure and no air leak or bubbles were detected. A device history record was performed and no internal actions related to the reported complaint were identified. Customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an afib - paroxysmal cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where air in the hub occurred. No parts were separated. The hemostatic valve of the sheath was leaking and did not seal the sheath anymore. The hemostatic valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on a patient at the time of the event. No air entered the patient¿s body. No percutaneous or surgical removal was required. There was no blood return. The air in the hub is an MDR-reportable event.